Event description:
Medtronic received a report that the first pipeline device prematurely deployed. The pipeline came off of the resheathing pad prior to the microcatheter reaching the resheathing "point of no return" marker. When the doctor was deploying the stent in the middle cerebral artery (mca), unsheathed distal 3-5mm, dragged back into internal carotid artery (ica) distal landing zone. As the device was being resheathed for adjustment, the tip coil was observed inside the distally opened stent. The tip coil was being retracted and the pipeline was not moving as the resheathing process was being observed. The device was captured by using the phenom plus railed over the device then pulled from the patient.  There was no friction or difficulty during the procedure. It was unknown if the pushwire rotated or pulled back at any time during the procedure. The second pipeline was frayed distally and tuliped. The device was unable to be opened on the distal end. The device was resheathed using the phenom 21 and was taken out of the patient. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other device were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The angiographic result post procedure was favorable. The pipelines were used for an indication that is approved (on-label). The pipelines and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured para ophthalmic aneurysm. The landing zone was 3.9 mm at the distal end and 5.0 mm at the proximal end. It was noted the patient's vessel tortuosity was normal. Dapt was administered. The pru level was 160. Ancillary devices include a 7f rist sheath, phenom plus guide catheter, phenom 27 microcatheter, and a synchro select guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.